Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had hyperglycemia. The customer reported that she had high blood glucose levels of 26 mmol/l which she treated with insulin pump. The customer reported that she went to clinic to have the insulin pump installed for training. The customer stated that she was high because the insulin did not go through due to bent cannula and also high due to being off the insulin pump. The customer stated that she changed the infusion set twenty minutes ago and also gave herself partial correction as she did not know how much insulin had been administered during the bolus. The customer was advised to check the blood glucose. The customer reported that the blood glucose level was 26 mmol. The customer was asked to check the blood glucose levels again which was at 25.9 mmol/l. The customer was advised to seek medical attention because she had ketones. The customer stated that she did not want to call an ambulance . The customer was advised to monitor the blood glucose levels and take manual injections if needed.